Event description:
It was reported that back up audible alarm post occurred. There was no patient involvement and no patient injury.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact, the device was in good condition with no appearance of any physical damaged. It was not possible to bypass the backup audible alarm post error to download the error history log. Backup audible alarm post was found at power up. Main board did not operate as intended with high profile blue token cap. No causes or potential causes to the customer's reported problem were found during the device history record review. Actions/repairs were done to correct the reported issue: replaced main board, performed preventative maintenance and all functional testing.